Manufacturer narrative:
Fiber evaluation has been requested from the distributor, but not received. When fiber is returned, an evaluation will be completed and a follow-up MDR will be filed.

Event description:
It was reported the physician was doing the procedure and at 33 kjs they heard a pop, saw a flash and the fiber broke at 18 1/4 inches from the distal tip of the fiber. Physician received a minor burn to the palm of his hand. Doctor is fine, patient is fine. No medical intervention was required for the patient.